Event description:
It was reported the system displayed a filament regulator alarm during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a calibration of the generator and filament outputs. System operates as intended.